Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the blockage could not be determined. There was no foreign matter remaining in the channel. User can detect the suggested event by handling device in accordance with the following instructions for use (IFU). Operation manual_ ¿inspection of the endoscopic system ¿_¿inspection of the instrument channel¿. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had blockage in channel. The issue occurred during the procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and the following were found during the evaluation; forceps passage, kink deep scratches inside channel; distal end plastic cover had a crack; light guide lens had cracked lens x2 and peeling glue; there was a cut on switch1; angulation was low; control knob movement had a play; objective lens was peeling on cement; and bending section cover or distal sheath rubber glue had a crack. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.